Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2023. The most recent information was received on 31-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("long and regular menses") in a 49 year-old female patient who had essure inserted (lot no. C68791). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 20-apr-2015, the patient had essure inserted. On 16-oct-2021, 2371 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), inflammation ("resembling inflammatory crises"), fatigue ("significant permanent fatigue without any apparent reason, little energy I have for my work weeks and I am exhausted at the weekend"), abdominal pain upper ("gastric pain"), gastrointestinal disorder ("episodes in the intestines (diarrhoea, constipation and pain)"), diarrhoea ("episodes of diarrhoea"), constipation ("episodes of constipation"), gastrointestinal pain ("episodes of intestinal pain"), depressed mood ("feel depressed, low morale"), amnesia ("loss of memory"), disturbance in attention ("lack of concentration") and insomnia ("I cannot sleep"). In october 2023 she experienced arthralgia ("with disabling joint pain, it started in the right knee, then in hand (can no longer grip an object), in elbow, now all over arm, shoulder and neck (difficulty in driving and lying down), can no longer exercise, impact on my work"). In 2023 she experienced neck pain ("neck pain"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, inflammation, arthralgia, fatigue, abdominal pain upper, gastrointestinal disorder, diarrhoea, constipation, gastrointestinal pain, neck pain, depressed mood, amnesia, disturbance in attention or insomnia. The reporter commented: I did not have symptoms from the insertion of implants in 2015, then for around 3 years, significant permanent fatigue without any apparent reason and various symptoms and examinations. Long and regular menses resembling inflammatory crises with disabling joint pain, mouth ulcers, fatigue ++++. Pain started in the right knee, then in the hand (I can no longer grip an object), in the elbow and now all over the arm, shoulder and neck (difficulty in driving and lying down), all for about 6 months. I can no longer exercise, because of the pain. Gastric pain, upheaval episodes in the intestines (diarrhoea, constipation and pain). Now the symptoms have become permanent current status: I can no longer exercise, because of the pain. I cannot sleep because of the neck pain. Significant low morale. Lack of concentration and loss of memory. Chronic fatigue which prevents me from having a normal life (I keep the little energy I have for my work weeks and I am exhausted at the weekend). I feel depressed, I feel that I have been condemned to live like this. Pain has also started to have an impact on my work. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Batch no~c68791 production date~2014-06-24 expiration date 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 19-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("long and regular menses") in a 49 year-old female patient who had essure inserted (lot no. C68791). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2371 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), inflammation ("resembling inflammatory crises"), fatigue ("significant permanent fatigue without any apparent reason, little energy I have for my work weeks and I am exhausted at the weekend"), abdominal pain upper ("gastric pain"), gastrointestinal disorder ("episodes in the intestines (diarrhoea, constipation and pain)"), diarrhoea ("episodes of diarrhoea"), constipation ("episodes of constipation"), gastrointestinal pain ("episodes of intestinal pain"), depressed mood ("feel depressed, low morale"), amnesia ("loss of memory"), disturbance in attention ("lack of concentration") and insomnia ("I cannot sleep"). On (B)(6) 2023, she experienced musculoskeletal pain ("with disabling joint pain, it started in the right knee, then in hand (can no longer grip an object), in elbow, now all over arm, shoulder and neck (difficulty in driving and lying down), can no longer exercise, impact on my work"). In 2023 she experienced neck pain ("neck pain"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, inflammation, musculoskeletal pain, fatigue, abdominal pain upper, gastrointestinal disorder, diarrhoea, constipation, gastrointestinal pain, neck pain, depressed mood, amnesia, disturbance in attention or insomnia. The reporter commented: I did not have symptoms from the insertion of implants in 2015, then for around 3 years, significant permanent fatigue without any apparent reason and various symptoms and examinations. Long and regular menses resembling inflammatory crises with disabling joint pain, mouth ulcers, fatigue. Pain started in the right knee, then in the hand (I can no longer grip an object), in the elbow and now all over the arm, shoulder and neck (difficulty in driving and lying down), all for about 6 months. I can no longer exercise, because of the pain. Gastric pain, upheaval episodes in the intestines (diarrhoea, constipation and pain). Now the symptoms have become permanent current status: I can no longer exercise, because of the pain. I cannot sleep because of the neck pain. Significant low morale. Lack of concentration and loss of memory. Chronic fatigue which prevents me from having a normal life (I keep the little energy I have for my work weeks and I am exhausted at the weekend). I feel depressed, I feel that I have been condemned to live like this. Pain has also started to have an impact on my work. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.